Event description:
A customer contacted beckman coulter regarding falsely low glucose (glu) results from multiple pts that were generated by the synchron lx20pro instrument. The customer indicated that a low glu result was noted from a pt. The customer tested the pt original sample for glu on another instrument in their lab and got "a normal result". The customer then reviewed other glu results tested at the time and return pts' samples on another instrument in their lab. The customer indicated that a major difference was noted in glu results and amended 30 results. - the original glu results were in the range of 22-66mg/dl. - the rerun glu results were in the range of 45-117mg/dl. No additional information regarding this event was provided.